Event description:
A home pt's mother contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/4 of her automated peritoneal dialysis therapy. Per initial report, the home pt became disconnected from the pt line of the homechoice set. Baxter's technical service center assisted the home pt's mother in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.